Manufacturer narrative:
(B)(4). Eleven (11) samples from lot #0000832460 were received for evaluation, five (5) inside it opened package and six (6) inside it unopened package. Failure mode could be confirmed since one (1) of the devices was disconnected from the tube. Also a pull test was performed to the unopened units and no issues were found related to the reported failure mode. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Lot #0000832460 was manufactured on 26-aug-2016. Failure mode could be confirmed for this investigation. Bd found improvement opportunities related to the adhesive dispenser equipment. The improvements validate and control new bushings for the drainage line in order to enhance the bonding process of drainage line junctions.

Manufacturer narrative:
(B)(4). Upon carefusions investigation a follow up esubmission will be submitted. (B)(4).

Event description:
The access tip slips out of drainage line. (It) was connected with the lockable drainage line and this one was connected with a thorax drainage as access tip slipped out of the drainage line. No patient harm.